Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination found that the hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. An examination of the crimped stent found no issues with the stent profile. No damage was identified with any of the stent struts. The balloon was tightly wrapped around the shaft and there was no evidence that the balloon had been subjected to any positive pressure. No anomalies were noted with the profile of the tip. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-02097. It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 38 mm x 3.5 mm, eccentric target lesion was located in the moderately tortuous and moderately calcified left circumflex artery (lcx) and left anterior descending (lad) artery. The lesion contained a <= 45 degree bend. After pre-dilation was performed using a 2.75 x 10 non-bsc balloon catheter, a 38 x 3.50 mm and 20 x 2.75 mm taxus¿ liberté¿ were selected to treat the lesion. While trying to deploy the tauxus¿ liberté¿ stents in the distal lcx, it was noted that the devices were damaged. Then, the physician performed plain old balloon angioplasty (poba) and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
Same case as MDR ID: 2134265-2015-02097. It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 38 mm x 3.5 mm, eccentric target lesion was located in the moderately tortuous and moderately calcified left circumflex artery (lcx) and left anterior descending (lad) artery. The lesion contained a <= 45 degree bend. After pre-dilation was performed using a 2.75 x 10 non-bsc balloon catheter, a 38 x 3.50 mm and 20 x 2.75 mm taxus¿ liberté¿ were selected to treat the lesion. While trying to deploy the tauxus¿ liberté¿ stents in the distal lcx, it was noted that the devices were damaged. Then, the physician performed plain old balloon angioplasty (poba) and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). Device is combination product. (B)(4).